Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had keypad anomaly. Customer stated that up arrow button was not working. Customer had a heart surgery. Customer was advised to observe time clock for one minute to verify if time advances and it did not advance. Customer was advised to monitor the insulin pump for 3 minutes to verify time clock works properly and frozen display did not recur. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Unit passed self test and displacement test. No missing segments or display anomalies were noted. However unit received with unresponsive up arrow button due to unlocked j2 connector at lcd board.